Event description:
In 2006, pt stated that she started to have pain. Six days later, the incision opened and leaked blood and pus and a wire was sticking out. Patient went to the hosp to have the wire remove. Twenty-two days later, device was hanging outside of body and pt was readmitted to hospital for surgery to remove the device. Three months later, pt noticed a 4-5" tube sticking out of the incision site and draining large amounts of pus. Patient states that she suffers from pts related to this case.

Event description:
Add'l info received from reporter on 01/17/2019 for report mw5004995. I was pushed through the cyberonics, inc. System without tangible proof; 2 of the 3 documented protocols I was injured, treated inhumanely, sustained 7 surgeries, almost died. The appointed neurosurgeon "conveniently disposed of my device", he rewarded and reimplanted the same device when I have documentation that a new one should have been reimplanted. I have no idea who performed these surgeries after 4 the appointed psychologist said, dr (B)(6) is not touching you again and other drs performed 3 subsequent surgeries to fix his mistakes. (B)(6) prevented me from my lawsuit. I have half of my ribcage missing. I choke in the shower because my vocal cords are paralyzed. I have nerve damage, gerd and eating difficulties. I was told by cyberonics that they refused to pay for anything because "I selected my neurosurgeon", a bold lie. I was blamed, treated worse than a lab rat and retained attorney's the (B)(6) ruling clearly favors the immense $ they make, and I still suffer from major depressively disorder, chronic, severe, treatment resistant. I was looking for my device or lead to see if it had been recalled and there's no history of it. Can you investigate this? I have all the info, please. Lead, model 302, sn (B)(4), electrode i.d. 2.00 mm, model 102, sn (B)(4), (B)(6). No record of this implant exists, so if it is recalled, the FDA, the (B)(6) and cyberonics are screwing me again. Dr (B)(6), dr (B)(6), 1st implant, (B)(6) 2006; 2nd rewash implant (B)(6) 2006; 3rd surgery implant removed, 4th surgery (B)(6) 2007, plastic tubing protruding from my throat (B)(6) 2007. After that, dr (B)(6) stated that dr (B)(6) was not touching me again. Surgery #5, dr (B)(6) removed infected teflon, wiring. I still had a pus filled oozing neck wound up to 12 months later. Surgery #6, drs (B)(6) removed more infected teflon, wiring. Surgery #7, sustained life threatening hematoma in my neck, rushed back into surgery. Approx (B)(6) 2007, dr (B)(6) attempted to get cyberonics to help me out financially. Instead I received a letter blaming me, saying I selected my own neurosurgeon, and I have copies of all of this. Where is my device? Was it "conveniently disposed of?" Why was I charged and treated so poorly by the FDA, cyberonics, dr (B)(6) and the (B)(6). Reason for use: treatment resistant depression. Device was thrown away after incident. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes.